Event description:
It was reported that patient underwent oss knee procedure (B)(6) 2010. It was further reported that patient underwent revision procedure to implant the patella button on (B)(6) 2011. Subsequently, patient was again revised on (B)(6) 2012 to remove and replace the patella button due to maltracking.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure.